Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had dislodged and exhibited high thresholds. It was noted that the patient experienced syncope. The rv lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.